Event description:
During the procedure the sma tubing from the revolution pump separated from the oxygenator inlet. The line was reported to have been pushed onto the connector securely by the perfusionist. The line was quickly reconnected and was tie-banded. Blood loss was estimated to be approc 800cc. The pt received 1 liter crystalloid and 2 units of packed blood cells, there was no pt detriment.